Manufacturer narrative:
We have received one closed sample and one open and used sample with the needle detached from the thread (needle is missing and the thread is stained with blood) for analysis. Tightness test to the closed sample received has been performed and the unit is tight. We have tested the needle attachment of the closed sample received and the result fulfils the requirements of the european pharmacopoeia (ep): xi= 0.84 kgf (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). A minimum of five samples would be preferred because is the minimum number of units that requires the pharmacopoeia. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Although the results of the closed sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Based on the conclusion derived from investigation, it is not required to make actions in distributed product. According to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: samples received: there are no samples available for analysis. Analysis and results: there are no previous complaints of the same code-batch. Manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock. Without any closed sample an analysis cannot be performed in order to make a decision. The batch manufacturing record was reviewed, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: without samples an analyses cannot be performed to determine if the affected product does not fulfill the OEM specifications. Nevertheless, note of this incident is taken and if any sample is received in the future, the case will be re-opened and analyzed.

Event description:
It was reported by the healthcare professional to the company sales representative "during a medical procedure the needle detached from the suture."